Event description:
The customer reported the system displayed a generator error and intermittently would not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the generator error problem, but replaced the hard drive for the image saving problem. System operates as intended.